Event description:
It was reported that the indirect decompression spacer migrated and the patient felt pain at the spacer site. The patient underwent a revision procedure where the spacer was removed and a new spacer was implanted. The patient was doing well postoperatively. The device will not be returned as it was retained by the medical facility.